Event description:
Healthcare prof (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred less than one min into treatment and was noted by the cobe c3 hemodialysis machine's blood leak alarm. Blood was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention was reported per hcp.